Event description:
It was reported that the ventilator generated error massage. No more details were available. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u d4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 06/08/2020, corrected manufacturing date: 06/04/2024.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reporting of this complaint was based on available information that indicated a malfunction that could lead to a hazardous situation. However, our investigation has revealed that this was not the case and with the results at hand now it should not have been reported. According to the new information received from field service engineer (fse), the reported problem was expiratory cassette error message. The reported problem could not be reproduced. The ventilator passed all functional and safety tests and was cleared for clinical use. No device logs were received but according to the fse, the expiratory cassette error was displayed in the logs. The expiratory cassette is only a measuring device. Deviations in the expiratory cassette will be detected during pre-use check.

Event description:
Manufacturer's ref.#: (B)(4).